Event description:
Event description boston scientific received information that one day post implant of this implantable transvenous defibrillation lead the right and left ventricular impedance measurements were out of range.